Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings issue. The reporter stated the patient's blood glucose levels were in range, at 88 mg/dl and the pump advised to not bolus for the current carb intake. A review of the pump history noted several boluses in the morning. The reporter lost confidence in the pump; the customer technical support advised the reporter how the pump calculated boluses. The reporter requested the pump be replaced. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported due to the allegation that the pump was not calculating boluses correctly.

Manufacturer narrative:
Follow-up # 1 date of submission 09/12/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/23/2013 with the following findings:during testing, an ez carb bolus was reproduced for the investigation using information from the complaint and the user¿s settings; bg=88mg/dl, carbs:=72g, I:c= 1u:35g. The pump correctly calculated a 2.05u bolus; the bolus needs to be manually adjusted by using the up arrow keypad button and entered with the ok keypad button before a delivery can be made. The pump was able to successfully perform a 10 unit audio bolus and a 10 unit normal bolus; both were accurately recorded in the pump¿s history. The pump was exercised for 24 hours with no errors, alarms, or warnings.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.